Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml s/t bns had foreign matter. The following information was provided by the initial reporter: material#: 301030 batch#: 4179030 verbatim: rcc received a complaint via email. Email(s) attached. Hair found in 10 ml syringe. Mfg. Sku number: 301030 investigated component lot number: 4179030.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter one photo of a 10ml luer-slip syringe (part number 301030) was received and evaluated. The photo shows three loose syringes placed in an unidentified white tray, with one syringe showing a dark hair on the outside of the barrel in the non-fluid path. Based on the photo alone, it cannot be confirmed whether the condition originated at the manufacturing site. Furthermore, a device history record review was completed for provided lot number 4179030. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.